Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During an internal review of programming and diagnostic history, it was identified that an unintended change in device settings occurred during an office visit between (B)(6) 2012 and (B)(6) 2014. The device was interrogated on (B)(6) 2014 and it was found to be disabled. The settings were not corrected. Review of the available diagnostics history found no interrupted system tests that could lead to the unintended settings. No patient adverse events were reported.